Event description:
Patient reported a left capsular contracture, baker grade unknown. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "capsular contracture, baker grade unknown" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown.

Event description:
Device has been explanted and replaced.

Event description:
Healthcare professional later specified left side capsular contracture, baker grade iii.

Manufacturer narrative:
Reason for reoperation: capsular contracture, baker grade iii.

Event description:
Patient reported a left capsular contracture baker grade iii. Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: capsular contracture : unable to observe since it is a medical event and is not related to the device. Additional observations: white particle observed on the device. Crease flat observed on the device.